Event description:
The reporter states doing back to back blood glucose tests, using separate finger sticks. Reporter's results were 201, 366 and 157 mg/dl. Reporter did not have any symptoms. On followup, the reporter stated checking the confirmation dot. Reporter's technique of applying blood is accurate. Reporter had cleaned the meter once in over a year. The reporter states doing control test using new supplies, and had an in-range result. No harm was alleged.